Event description:
It was reported that a novum iq large volume pump had system error message during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem of "system error message" was not reproduced. A review of event history log revealed ultrasonic sensor failure low. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be intermittent failure of the ui pcba. The ui pcba requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.